Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced patient sensors too high and air detected in cassette alarms during drain 0 of 4 of treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 0 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6606 ml during drain 0 of the treatment. This drain volume is 330% the patient's prescribed fill volume of 2000 ml. When removing the cassette from the cycler, fluid leaked from inside the cassette door of the cycler. The patient could see drops coming from the left pump. Fluid was discovered in the pump module area but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported alarms, overfill, and fluid leak events. The pdrn confirmed that the fluid leak was discovered inside the cassette door of the cycler after cancelling treatment and removing the cassette. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The pdrn confirmed that the actual cassette and the remaining ones in the box were discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a balloon valve leak, patient sensors too high, and air detected in cassette alarms during drain 0 of 4 of treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 0 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6606 ml during drain 0 of the treatment. This drain volume is 330% the patient's prescribed fill volume of 2000 ml. When removing the cassette from the cycler, fluid leaked from inside the cassette door of the cycler. The patient could see drops coming from the left pump. Fluid was discovered in the pump module area but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported alarms, overfill, and fluid leak events. The pdrn confirmed that the fluid leak was discovered inside the cassette door of the cycler after cancelling treatment and removing the cassette. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The pdrn confirmed that the actual cassette and the remaining ones in the box were discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced patient sensors too high and air detected in cassette alarms during drain 0 of 4 of treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 0 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6606 ml during drain 0 of the treatment. This drain volume is 330% the patient's prescribed fill volume of 2000 ml. When removing the cassette from the cycler, fluid leaked from inside the cassette door of the cycler. The patient could see drops coming from the left pump. Fluid was discovered in the pump module area but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported alarms, overfill, and fluid leak events. The pdrn confirmed that the fluid leak was discovered inside the cassette door of the cycler after cancelling treatment and removing the cassette. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The pdrn confirmed that the actual cassette and the remaining ones in the box were discarded and not available to be returned to the manufacturer for physical evaluation.